Manufacturer narrative:
The hawkone was received for evaluation. The hawkone was inserted in a cutter driver and with the cutter head advanced approximately 2.5cm distal the cutter window. The hawkone was inspected and observed the torque shaft was bent approximately 90 degrees beneath the strain relief. The distal assembly was inspected and a hole in the tecothane layer was observed approximately 2cm from the cutter window. The hole was inspected under microscope and it could be seen that the hole ran parallel and in between the coils of the distal assembly. The tecothane material was flapped in the opposite direction of the observed hole . No other damages to the device were observed.

Event description:
The physician was attempting to treat patient using a hawkone device in the mid and distal superficial femoral artery. Target lesion had cto (chronic total occlusion ¿ 100%), moderate calcification and no tortuosity. Artery diameter was 6 mm. Target lesion types were fibrous and plaque. IFU was followed. A 7f sheath, .014 guidewire and an embolic protection device were used. Vessel was not pre-dilated. No resistance was noted during advancement. When device was removed for cleaning for the second time, the nosecone appeared to be damaged. A second hawkone and cutter-driver was attempted but the driver died out and no further atherectomy could be done. A dcb was used to complete the procedure. No patient injury reported.